Event description:
Customer started experiencing cracked and sore nipples and went to see a healthcare professional who prescribed an ointment to use as nipple cream. Customer complaint reported from us.